Event description:
Bayer case number: (B)(4) lumbar pain [lumbar pain] generalised muscle aches [generalised muscle aches] joint pain [joint pain] temporomandibular joint dysfunction syndrome/cervical vertebrae/shoulder blade and leg [temporomandibular joint syndrome] decreased vision [vision decreased] chronic fatigue [chronic fatigue] irritable bowel syndrome [irritable bowel syndrome] polyalgic syndrome [polyarthralgia] dermatological problems [skin disorder] depression [depression] chronic muscle fatigue. [Muscle fatigue] fibromyalgia [fibromyalgia] sick leave [sick leave] tibial periostitis [periostitis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-jun-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lumbar pain") in a 33-year-old female patient who had essure inserted (lot no. A69943) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 129 days after essure insertion, she experienced back pain (seriousness criteria hospitalisation and intervention required), myalgia ("generalised muscle aches"), joint pain ("joint pain"), temporomandibular pain and dysfunction syndrome ("temporomandibular joint dysfunction syndrome/cervical vertebrae/shoulder blade and leg"), visual impairment (" decreased vision"), fatigue ("chronic fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), polyarthralgia (" polyalgic syndrome"), skin disorder ("dermatological problems"), depression ("depression"), muscle fatigue ("chronic muscle fatigue."), fibromyalgia ("fibromyalgia") and periostitis ("tibial periostitis"). Essure was removed on (B)(6) 2023. On unknown date she experienced sick leave ("sick leave"). The patient was hospitalised from (B)(6) 2023 for an unknown duration. The patient was treated with dafalgan (paracetamol), ibuprofene and botulinum toxin (botulinum toxin type a) as well as physical therapy (bilateral salpingectomy via laparoscopy for removal of essure implants) and surgery (arthrocentesis (B)(6) 2023). At the time of the report, the myalgia, temporomandibular pain and dysfunction syndrome, depression, fibromyalgia, sick leave and periostitis had not resolved. The outcomes for back pain, joint pain, visual impairment, fatigue, irritable bowel syndrome, polyarthralgia, skin disorder and muscle fatigue were unknown. No causality assessment was received for essure with regard to back pain, joint pain, temporomandibular pain and dysfunction syndrome, fatigue, irritable bowel syndrome, polyarthralgia, myalgia, visual impairment, skin disorder, depression, muscle fatigue, sick leave, periostitis or fibromyalgia. The reporter commented: removal protocol for essure implants not followed in (B)(6) 2023; arthrocentesis of the temporomandibular joint in (B)(6) 2023. Pain management follow-up at home until (B)(6) 2025: physiotherapy, mesotherapy (department closure, therefore no more management). Transcranial magnetic stimulation sessions, (B)(6) 2024. Psychomotor, physiotherapy, psychology, rheumatology, neurology and psychiatry follow-up. Dismissed due to unfitness for work in (B)(6) 2026. Actions taken to treat the patient in the healthcare facility: not specified. Dismissed due to unfitness for work in (B)(6) 2026. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.